Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010: patient presented with pre-operative diagnosis of spondylolithesis at l5-s1, disc herniation l4-5 and underwent transforaminal lumbar inter-body fusion(l4-l5 and l5-s1) anterior inter-body fusion with cage, local bone, bone graft matrix rhbmp-2/acs, posterolateral fusion with spinal instrumentation, local bone, bone graft matrix and rhbmp-2/acs. Indication: patient with severe back and leg pain. Per operative report: ...patient underwent posterior decompression at the l4-5 and l5-s1 level including gill laminectomy. Dissection was carried out to expose the lateral gutters. Dissection was difficult because of patient'w size and significant musculature. However lateral gutters were exposed bilaterally including the transverse process at l4-5 and the ala. All soft tissue was dissected, hemostasis was assured and irrigation undertaken. 6.5 screws were placed 40 mm at l4 and s1, 45 millimeters at l5. X-rays obtained showed screws in good position. The lateral gutters were packed and attention was turned to tlif. L5-s1 level was exposed. The disc space was then evacuated of disc and endplates were prepared. The disc space was sized to a 12mm cage. The disc space was packed anteriorly with a combination of bone graft, matrix and rhbmp-2/acs. The cage was packed with bone only and impacted into disc space with good fit and fixation. The same procedure was undertaken at l4-5 level with sizing to an 11 mm cage and was placed. The lateral gutter on the left was packed with combination of local bone and rhbmp-2/acs on the right with bone and matrix only. Patient tolerated the procedure well. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.